Event description:
It was reported that the patient experienced a syncopal episode. The patient presented to the clinic after fainting. The lead would be reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.